Event description:
According to the reporter: the ring came apart at the joint and the bag fell off. The pieces were safely removed. No further issue was reported.

Manufacturer narrative:
(B) (4). (B) (4).